Event description:
The customer called philips because the device displays error message. It was clarified that the device had a problem during the issuance of shock. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.